Event description:
It was reported that the device was unable to be interrogated via bluetooth telemetry during the implant procedure. The device was not implanted, and a new device was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of no ble telemetry was confirmed. The device was received with no telemetry and no output. Device was cut open to find high current drain and battery at end of life (eol) levels. Further analysis isolated the high current to hybrid. Additional testing of hybrid showed that cause of high current drain is consistent with failure of integrated circuit anomaly on the hybrid.